Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for malposition (tilt) of device, detachment of device component, and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown eclipse vena cava filter allegedly experienced malposition (tilt) of device, detachment of device component, and perforation of the ivc wall. This information was received from a single source. The malfunction involves a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.